Manufacturer narrative:
(B)(4). The root cause of the customer's reported leak could not be determined. An evaluation could not be performed because the customer reported that the set had been discarded.

Event description:
The customer reported fluid (fluid type unknown) leaked from the IV set at the burette/drip chamber engagement. The IV set was replaced and the infusion restated without incident. There was no report of patient harm. Medical intervention was not required. Although requested, no further patient or event information was provided.